Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced a pdm error while using the omnipod dash system. The patient reported that the pdm repeatedly displayed a ¿pdm error. Remove pod now. Call customer care¿ alarm, emitted loud audible alarms, repeatedly discharged completely, reset to factory settings, and lost programmed settings and data. The patient reported that the error persisted even when no pod was active. As a result of the loss of settings, the patient attended a hospital on (B)(6) 2026 to have the pdm settings re-entered. The patient further reported experiencing blood glucose values of up to 300 mg/dl and managed insulin delivery using a backup insulin pen with assistance from the patient's wife, who helped with insulin administration and diabetes management due to the patient's history of stroke. Additional information regarding the hospital visit has been requested.